Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the permanent implant procedure while the physician trying to implant the lead the patient's oxygen saturation levels dropped and the patient experienced breathing issues. The physician abandoned the procedure. Reportedly, the patient is doing fine. UDI is unavailable at this time.